Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
It has been reported that it was not possible to calibrate the catheter with the sensor and intra-ventricular PICC.